Event description:
The pt reported that they used the suspect device to check their blood glucose and the result was 300 mg/dl. Pt then lost consciousness. Pt's meds were taken six hours earlier. Paramedics were called and thier meter read pt's glucose at 40 mg/dl. Pt was treated for hypoglycemia at home and declined transportation to the hosp. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.